Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The reported material separation was confirmed via return device analysis. The reported retraction problem; clip introducer could not be replicated in a testing environment due to the condition of the returned clip introducer (separated from the peek tube). Additionally, a bend on the clip introducer was observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a definitive cause for the reported retraction problem could not be determined. The reported material separation was a cascading event of the reported retraction problem. Additionally, the observed bend was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for clip introducer detachment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4, subvalvular calcification and stiff thickened leaflets. During deployment of a mitraclip ntr (90701u182), when removing the mandrel from the clip, the mandrel hung up on the clip for a few seconds and did not initially release from the clip. The delivery catheter (dc) fastener was loosened and the dc handle was retracted, thereby detaching the mandrel from the clip. After deployment, it was noted that a single leaflet device attachment (slda) occurred. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. In the physician's opinion, the slda was due to pre-existing patient anatomy. A second mitraclip (90820u148) was deployed lateral to the first clip to stabilize the slda, reducing mr to 1-2. During removal of the clip delivery system (cds), the cds shaft was retracted outside of the clip introducer to the first proximal ring, upon which both the introducer and the cds were simultaneously removed from the steerable guide catheter (sgc). However, during removal it was noted that the introducer shaft separated from the de-airing chamber of the introducer. Resistance was not felt during removal. A pair of hemostats was used to grab the shaft of the introducer and was successfully removed from the patient anatomy. There was no clinically significant delay in the procedure. No additional information was provided.